Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Patient height: (B)(6). (B)(4).

Event description:
It was reported the end user developed circumferential redness to her peristomal skin under the skin barrier, extending outward approximately 7mm. The initial onset of the redness was over one year ago. The end user was prescribed betamethasone, however, details regarding the date of the prescription, dosage and/or treatment plan were not provided.